Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs revealed the occurrence of system fault 101 but could not confirm the occurrence of a system fault 102. Performance testing was not able to reproduce the reported device events. The investigation determined that the reported complaint was most likely due to a software issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed system fault error messages (sf 101 and 102) and stopped ventilation. There was no patient injury reported as a result of this incident.